Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "healthcare provider imposter" gained access to pca module with a key, "silencing the device and extracting controlled substances from the pca syringes." The event occurred on friday 29 march 2024. Per customer, "a patient let staff know that there was a strange man in scrubs who came into their room and was pressing buttons on the pca. The person took a blood pressure. This man was not known or appeared to be one of the staff in the unit." The medication infusing at the time of the event was "hydromorphone (pf) in 0.9 % sodium chloride (dilaudid) 50 mg/50 ml (1 mg/ml) pca infusion syringe." The customer stated that "apparently, no meds appear to have been taken" and they have inventoried all their pca keys and are "all accounted for." The event occurred in a medical-surgical unit. There was no harm to the patient was receiving the infusion. The customer is requesting the manufacturer to enhance the device by adding a "biometric security measures as a potential long term security solution."